Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The .014 whisper ms and asahi miraclebros guide wires referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the saphenous vein graft (svg), with heavy calcification and mild tortuosity. A 6 french guide catheter was advanced to the svg. A 2.5 x 18 mm xience alpine was advanced over a miracle bros guide wire and both were advanced into the patient anatomy. The whisper ms guide wire was advanced for additional support. Inside the guide catheter, the whisper ms guide wire became entangled with the miracle bros guide wire and the xience alpine stent. Upon angiography, the physician could see the whisper ms guide wire exit from the guide catheter; however, the radiopaque tip (distal coil) of the guide wire was not seen. All devices were removed as a single unit and the whisper ms guide wire tip was found separated, in the guide wire exit port of the xience alpine stent. The procedure was aborted at that time and will be rescheduled at a later date. There was no adverse patient effect and no clinically significant delay. No additional information was provided.